Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895961 and gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized two days later for the event and it was not reported if the patient was treated for the peritonitis. Pd therapy was ongoing. At the time of the report, the patient had recovered from the event. Additional information was requested, but is not available at this time. This is report 3 of 3 involved in this event.